Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital for melena and hypotension, and had (B)(6) blood cultures for (B)(6). The patient developed cardiopulmonary arrest and passed away. Cause of death was indicated to be non-sudden cardiac death and multi organ failure. The patient is a participant in the post approval network clinical study.